Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump kept emitting loss of prime warnings related to an issue with the cartridge cap and that she subsequently experienced elevated blood glucose (bg) of 586mg/dl. The patient stated that when she received her replacement pump in early (B)(6) 2013, it did not come with a cartridge cap. The patient stated she removed the cartridge cap from her previous pump and used it for the new pump. The patient noted that the cartridge cap was able to secure to the pump, but intermittent no prime warnings were emitted. The patient noted that each time the no prime warnings occurred, she would check the pump and find that the cartridge cap had become loose. The patient stated that on (B)(6) 2013 when she went to deliver a bolus, the cartridge cap fell off and a piece of the cap near the threads broke off. The patient stated that she glued the broken piece back onto the cap and secured the cap back onto the pump. The patient stated that she continued to receive no prime warnings, resulting in delayed insulin delivery. The patient noted that each time she would try to deliver a bolus, the pump would emit a no prime warning. The patient stated that due to the no prime warnings and delayed insulin delivery, her bg at the time of the call was 586mg/dl. The patient reported experiencing heart palpitations and chest pain, and noted that she went to a walk-in clinic. The patient stated that she had an EKG done, and was given an injection of humalog. The patient stated her blood pressure (bp) was tested at 156/101, and she was given benicar for the elevated bp. The patient was waiting in the clinic to have her bg and bp re-checked post-treatment at the time of the call to animas. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention related to continued use of a broken cartridge cap.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.